Event description:
Related manufacturer report number: 2017865-2023-15955. During follow-up, a loss of capture, undersensing, oversensing and automatic mode switch episodes were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement and device migration. The physician suspected the cause to be due to twiddler's syndrome. The event was resolved by explanting and replacing the rv lead and repositioning the pacemaker. The patient was in stable condition.